Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'turn off without input', which was reproduced during evaluation. A review of the event history log identified improper shutdown messages as verification of the reported issue. The cause was determined to be a failing standard battery module. The standard battery module was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without input. The event happened during programming/set up in the delivery room department. There was no known patient injury or medical intervention associated with this event. No additional information is available.